Event description:
Alleged the weld on the right siderail at the pivot point pulled away. The facility replaced the siderail to repair the bed.

Manufacturer narrative:
Analysis of the siderail, found the siderail failed due to a broken weld.